Manufacturer narrative:
510k: this report is for an unknown cortex screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a fixation of alveolar distractor device for a vertical alveolar defect. A 16 mm alveolar distractor body length devices were used for the fixation of left body of mandible involved a downward positioning of the device with extraoral surgical approach and activation. All devices were fixed with 6mm and/or 8 mm cortex screw. Patient had three individual implants placed at her left reconstructed posterior mandibular region. Post operative complication of greenstick fracture was reported. The fracture was treated conservatively with reinforcement plates as it has been anticipated. The fracture healed uneventfully and bony union was satisfactory. No surgical revision was necessary as post-operative distraction phase for the patient was uneventful. The vector of distracted segments were favourable until the completion of activation phase according to the pre-operative plan. No further information is available. This report is for unknown cortex screws. This is report 1 of 2 for (B)(4).